Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire without the tubing assembly and an opened cvc kit containing multiple components (including a second guide wire assembly). It was determined that guide wire assembly included with the opened cvc kit was not meant to be returned by the customer. No definite signs-of-use were observed. Visual analysis revealed three major kinks on the guide wire body. During normal assembly with a lab inventory swg tubing, the kinks would have been located within both the blue advancer and the actual tubing. Visual analysis could not be performed on the tubing as it was not returned for analysis. Both welds appeared spherical and fully formed. The kinks in the guide wire measured 30mm, 134mm, and 153mm from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The returned guide wire was advanced through a lab inventory ars and 18 ga introducer needle to functionally test per the IFU which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The swg passed through both with significant resistance due to the kinking; however, the guide wire was eventually able to pass completely through the assembly. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit states, "do not use if package is damaged". The report that the spring wire guide was found to be kinked was confirmed through visual examination of the returned sample. The re turned guide wire had three kinks across its body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the portions of the guide wire that were kinked would have been located inside either the blue advancer or the tubing, protecting it from damage. Despite this, it cannot be officially confirmed if this is a packaging issue as the tubing assembly was not returned for analysis. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.